Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted because the patient only has one coronary sinus branch and, due to the patients anatomy, the physician could not get the lead deep enough to be effective. Should additional information be received, this file will be updated.